Event description:
Operating room manager reported that a infuso.r. Pump was being set-up to infuse an unknown amount of propofol to a pt. The pump would not turn on, so the batteries were checked. Once the battery compartment was opened, battery acid driped out of the pump and burned the hand of the anesthesiologist. The anesthesiologist washed his hand off; he did not receive any treatment. As a result, the skin on the tip of one of his fingers turned white.